Event description:
A talent stent graft device was implanted into a pt for the endovascular treatment of a saccular thoracic aortic aneurysm. There was thrombus in aneurysm sac. The proximal sealing zone was 6mm in length, the proximal neck was 28-30mm in diameter, and the distal neck was 24-27mm in diameter. Prior to the placement of the stent grafts the physician performed carotid to carotid subclavian bypass. The talent 3434 stent graft was inserted and deployed as planned (intentionally placing of the bare spring across the origin of the innominate artery without occluding blood flow of that artery); however, there was a slight unk type endoleak. A second talent tf 3434 was placed at the ascending aorta, overlapping with the first stent graft that was placed. Post stent graft deployment, it was determined that the lcca was unintentionally covered with the second stent graft resulting in occlusion of blood flow. The cause of the inaccurate placement is most likely related to the inadequate pulling back of delivery system by the physician before the 2 stent rings were explanted. The physician implanted coils in the lsa and then performed a lsa to lcca bypass. The physician reviewed/evaluated the cine film of fluoroscopy and angiography of this procedure and found that there was thrombus moved to the left va during the insertion of talent taa delivery system. The pt's blood pressure in the left vertebral artery was not able to be confirmed; the physician diagnosed this as a cerebral embolism. The physician performed suction by catheter and the thrombolytic therapy and the blood flow was restored. It was reported that the pt did not regain consciousness after the anaesthesia from the tevar procedure. The exact cause of cerebral embolism was undetermined because there were no images and films of this case. The patient expired from deterioration of heart function two days post procedure, there was no autopsy performed. (MFR 2953200-2010-01533).

Manufacturer narrative:
(B)(4): eval results: death, endoleak; thrombosis. Conclusions: thrombosis.